Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the sheath exhibited air bubbles during aspiration. During a pulse field ablation (pfa) procedure to treat atrial fibrillation a faradive sheath was used. When the sheath was aspirated with the farawave catheter inserted air was being drawn back consistently from the catheter, seemingly. The air was observed in the shaft of the sheath. The catheter was removed and flushed again, but the issue was observed again upon aspiration after reinserting the device. The catheter was replaced under the assumption the air was being aspirated from the catheter ports itself, but the same issue was observed with the replacement catheter. The sheath was replaced, and the issue was resolved. The procedure was then completed with no patient complications. The device is expected to be returned for analysis.